Event description:
Philips received a complaint by the customer on the v60 indicating that a backup alarm failure had occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a backup alarm failure had occurred. The error code was confirmed in the event log. The remote service engineer (rse) provided the customer with the part number of the central processing unit (cpu) printed circuit board assembly (pcba) to order and replace. The customer received and replaced the cpu pcba. The customer then requested the encryption codes from the rse to complete the replacement of the cpu pcba. The rse provided the customer with the encryption codes. The customer replaced the cpu pcba and acquired the encryption codes to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.